Event description:
This is filed to report a mitraclip that was entrapped on the posterior leaflet. It was reported that on (B)(6) 2018, a patient presented with grade 4 functional mitral regurgitation. During first mitraclip intervention, one clip was implanted on the anterior and posterior leaflets (a2p2). The mitral regurgitation (mr) was reduced to grade 1-2. On (B)(6) 2023, the patient presented with recurrent grade 4 functional mitral regurgitation (mr) and a prolapsed posterior leaflet. Per the physician the recurrent mr was caused by disease progression and unrelated to the implanted mitraclip. During a second mitraclip procedure, the posterior leaflet became caught at the base of the gripper of an xtw. Attempts to free the leaflet were performed, such as using anterior guide torque and cycling the gripper lever. There was limited space to maneuver, due to the previously implanted mitraclip on a2p2. The clinical decision was made to deploy the xtw, as there was adequate leaflet in the clip. The clip was deployed and stable. The mr was reduced to grade 2. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) cannot be determined. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.